Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Concomitant medical products: 42502005801, femoral component, lot # 64030033, 42511000411, articular surface, lot # 64221352. Report source: event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00013, 3007963827-2020-00015.

Event description:
It was reported that approximately 6 months post implantation, the patient has complaints of severe difficulties with adls and extreme stiffness. No intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported complaint.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported complaint.